Event description:
It was reported that during a da vinci hysterectomy procedure, there was sparking & arcing on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. Contacted the site to obtain additional information concerning the reported event and spoke to a nurse, who indicated that there was sparking and upon removal of the instrument, they noted yellow plastic was melted. They were using mcs instrument to cut, however, it did not touch the instrument. The instrument sparked while cauterizing tissue. There was no patient injury. The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the yaw pulley exhibited charring and localized melting at the grip base, between the grips. The instrument had three char marks on the ultem components, below the grips, only on one side, ranging in size from 0.2 mm to 2.5 mm. The char marks showed localized melting and a pitting type profile along with several small bubbles, indicating the ultem material melted due to contact with the energized components. The charred marks did not look burnt through or circular, making arcing through the energized components of the forceps itself unlikely. The damaged char marks look like the plastic melted and pulled up at the char site, then solidified. There seems to be material missing from the charring.